Event description:
There was an allegation of a questionable elecsys anti-hcv ii result for 1 patient sample on a cobas e 801 module. The initial result from the analyzer was 0.0442 coi (non-reactive). The initial result was deemed implausible during medical validation, which prompted the customer to repeat the sample. The sample was repeated on another analyzer, and the result was 204 coi (reactive). The sample was repeated on the initial analyzer, and the result was 223 coi (reactive).

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. However, there is one false-low qc result approximately 3 hours before the event. The alarm trace showed multiple abnormal aspiration alarms on the date of event. Based on the qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.